Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014; 501da22 mechanical valve, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician noted build-up in the lumen of the left ventricular lead. The lead was not used. No patient complications have been reported as a result of this event.